Event description:
It was reported that while using an ipsilateral approach while treating a critical ischemia on right side, the support catheter marker detached from the distal tip upon retraction. No intervention was performed; the detached catheter segment remains in the patient. There was no report of patient injury.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has not been returned for evaluation to date. The investigation is currently underway.